Event description:
It was reported that during an iliac angiography foreign material was noted. An unknown j wire could not be advanced through the vascular access device. A lump of debris could be seen inside the en-19 (bx/10) entry needle. Nothing else passed through the device prior to the unknown j wire attempt. The procedure was completed with another of the same device. Patient status is listed as unknown with no complications reported.

Manufacturer narrative:
(B)(4).